Manufacturer narrative:
1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg became inoperable because patient stopped charging their ipg as recommended. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein patient was implanted with proclaim. Postoperatively, therapy was restored.